Manufacturer narrative:
Exact date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000118402.

Event description:
Related manufacturer reference number: 3006705815-2023-02913. It was reported that the patient's ipg was approaching end of life and that their lead had migrated. It is unknown which lead migrated. Surgical intervention occurred on (B)(6) 2023 during which the system was explanted and replaced to address the issue.